Manufacturer narrative:
Investigation of the reported failure has been completed. No service was requested since the user facility uses a third party service for repair of the ventilator. According to received information the air gas module was replaced. It was not returned for investigation. No ventilator logs or pictures were provided. The received information states that water entered the air gas module. Experience from investigated air gas modules which have been affected in the same way by water have showed that ingress of moisture (water) on the pcb inside the gas module can cause failure/short circuits and lead to a ventilator malfunction. According to the user´s manual, maximum levels of water, (h2o < 7 g/m3), in the supplied gases to the ventilator must not be exceeded. The conclusion is that the air gas module was damaged due to too high levels of water/moisture in the supplied gases.

Event description:
It was reported that water had entered into the air gas module in the ventilator. The external compressor could not condense. There was no patient harm. Manufacturer's reference #: (B)(4).